Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-02479; 2017865-2021-02480. It was reported that patient presented with pain in their pocket. Physician then determined patient no longer needed the device. The device was to be explanted and the leads were to be capped. Once inside the pocket on (B)(6) 2021, physician noted that the right ventricular lead exhibited an insulation abrasion that was possibly caused by procedural damage from the initial implant. Procedure was completed as planned. Patient no consequences after the procedure.